Event description:
It was reported that the detector (skyplate) was not capturing images and not sending it back to the system. The device was in clinical use and there was no harm to patient or user.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost r4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips field service engineer performed inspection which concluded that the detector was dropped and broken. The images from the damaged detector were poor in quality. The damaged detector was replaced with a new detector and was the system was returned with full functionality to the customer.

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00040 ((B)(4)): contact office: changed from "(B)(4)" to "(B)(4)". Date received by mfg: changed from "blank" to "06/11/2024".

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00040 (B)(4): box d: suspect medical device product UDI info updated. Changed from "blank" to "(B)(4)". Box h: device manufacturers evaluation method code grid (2) updated. Added evm-cri-01 communication/interviews - (B)(4) imdrf code.